Event description:
The reporter stated that the stopcock is cracking and leaking while mixing lipiodol and thromboject into a foam. The foam is then injected into the pt to reduce the density of radiation. No pt injury or treatment associated with this issue.

Manufacturer narrative:
Unused product was returned for evaluation. The actual product involved with the incident was not returned. Thromboject and lipiodol which are not recommended to be used with plastics are being mixed and injected into the pt through the stopcocks. This stopcock is made of plastic and should not be used in this application. The cracking and leakage is due a chemical attack. The device history was reviewed and found to be acceptable. Medex is unable to confirm this issue, however, can determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.